Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Upon arrival to resmed, it was noted that the device internal battery was depleted. Review of the device data logs confirmed the report that the ventilation was unexpectedly interrupted, however, performance testing could not reproduce the device failure. Performance testing found no abnormalities with the internal battery. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the astral device powered down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that the astral device powered down. There was no patient injury reported as a result of this incident.